Event description:
It was initially reported that the patient was not able to adjust the stimulation with the patient programmer. The middle light of the device was blinking. A new neurostimulator was implanted following the normal battery depletion of the previous device. At implantation, the device parameters were: 7v, 0+, 1-, 2+, 3+. The patient received intermittent stimulation at these settings. The parameters were switched to the following: 2.8 v, 300 pw, 90 hz, 1+, 2-, 3+. The patient, then, received good stimulation. No further patient symptoms or injury were reported. Additional information was requested but not available as of the date of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).